Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products 00599403217 17mm height size e, f with locking screw lot#: 65672721. 00599401692 right size f cemented option femoral component lot#: 65460754. Unk cement.

Event description:
It was reported the patient was revised for knee pain approximately 5 years post implantation. It was found that the tibial implant was loose with no cement adhered to the titanium surface. Tibial implant was revised for loosening and the articular surface and femoral implant were revised as best practice.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. It was found that the tibial implant is not compatible with the lcck femoral and articular surface. From the IFU, 'lcck components can only be used with stemmed tibial baseplate components that include a stem extension' and 'appropriate matching of components will occur when the femoral and tibial baseplate colors and/or sizes are matched to the articular surface label. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce implant life.' It is unknown if this combination of products contributed to the reported issue. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.